Event description:
It was reported that during a colon resection, they fired the circular stapler but it had no staplers in it. The device just cut the tissue but wasn't staple it. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026 d4: batch # 768d64 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there staples in the reload prior to firing? When the device fired, were there no staples deployed? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. Additional information was requested and the following was obtained: 1. Were there staples in the reload prior to firing? You are not able to use a reload in this intrument, the staplers are in the machine, you can¿t remove or preload them manually. 2.when the device fired, were there no staples deployed? You can¿t even check the staplers in the machine it is not visible. 3.was there a patient consequence? If yes, how was the issue addressed? They had to open a different device. 4.could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No, they could make the operation successfully.